Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, the reported issue (entire screen becomes black) could not be confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, it is possible that moisture penetrated into the inside the device, which may have caused the video connector substrate to temporarily short-circuit. However, since the reported issue could not be confirmed or duplicated, a definitive root cause could not be determined. The reported event may be prevented by following the device's instructions for use which states: ¿1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ during inspection and testing, service found the light guide connector demonstrated corrosion. The video cable was dented. The control section was dirty. There was a gap of adhesive on the bending section cover (a-rubber). The distal end was scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the entire screen of the subject device became black [no image]. The issue occurred while preparing the subject device for use, prior to an unspecified diagnostic procedure. The procedure was completed using a similar device, with no delay to the procedure. There was no patient or user injury reported due to the event.